Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia while using the ilet for approximately one week, during which the trainer advised not announcing meals; corrections were perceived as aggressive leading to lows, followed by apparent overtreatment that contributed to highs. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education, including guidance to treat hypoglycemia with 15 grams of oral glucose and recheck every 15 minutes until stable. Investigation included case review and user education regarding meal announcements and hypoglycemia treatment. Investigation of this case revealed use-related factors, specifically missed or unannounced meals and potential overtreatment of hypoglycemia, with no device alarm or apparent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements and hypoglycemia overtreatment.